Event description:
It was reported that the customer has been on insulin shots. Customer was on a cruise and jumped in the water with the pump. Customer reported that the pump was exposed to fluid. Customer was on a cruise and jumped into the water with the pump. Customer reported that the pump was exposed to fluid in the past with no moisture visible in the pump. Customer has been on shots since august. Customer did notice any alarms at the time. Customer changed the battery several times but nothing comes on the display. Customer took the battery out to let it dry. Customer re-inserted the battery and the display came back, but the up arrow button will not work. Customer's blood glucose level was over 300 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer is currently not on the pump. No further assistance needed.

Manufacturer narrative:
No display anomalies were noted. The insulin pump passed the off no power test and had operating currents within specification. After the operating currents were tested, the insulin pump had no up arrow button response. The functional testing could not be completed due to this anomaly. Moisture damage was also noted to the liquid crystal display board. The insulin pump was also received with a cracked display window, cracked case at the display window corners, a cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.